Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a yeast infection under the front therapy electrode that spread around his torso and on his back. The patient consulted his physician who prescribed a cream. Follow-up indicated that the area was cleared up after using the cream.